Event description:
Information received indicating that a smiths medical cadd solis vip pump alarmed low battery even though it was plugged. The reporter stated that the battery would not charge up. No adverse effects reported.